Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 20 mmol/l (360 mg/dl). The pod was worn between 24 and 36 hours on the arm. It was noted that the cannula was bent. Hyperglycemia treated with a new pod.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. The top housing was observed to be cracked. It is unknown how or when this damage to the top housing occurred. The damage did not affect the ability of the device to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.